Event description:
It was reported that the patient experienced tachycardia. It was further reported that the right ventricular (rv) lead exhibited intermittent undersensing on current electrograms (egm) and possible inappropriate pacing. The implantable pulse generator (ipg) was firing inappropriately. The rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.